Event description:
Caller states pt tested 6.4 inr on the coaguchek xs system while a comparison lab returned as 4.1 inr. No treatment info provided. No adverse event reported. Requested return of suspect device and replacement was sent.